Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with audio/vibrate anomaly and no communication between pump and the transmitter. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. Customer reported low glucose values but did not take a fingerstick. Sensor value was below 2.8mmol/l. Low was treated by eating. Customer had passed out and was able to wake up by himself. There was no loss of consciousness. Customer had received the following alarms since the low began: urgent low sensor glucose alarm (tone and siren), sensor glucose out of range (low), blood glucose required, and lost sensor signal after that. There was no audio/vibrate anomaly. It turns out that customer entered fake carbohydrates and the last 10u got him into the low. Customer was afraid of getting hyperglycemia, so he would enter fake carbohydrates. Helpline advised him not to do this anymore and to only do a bolus with a fingerstick next time. Later when there was not any sensor signal, the pump started to give autobasal based on the pump¿s algorithm (customer normally gets a lot of insulin). It was found that the transmitter was not in warranty. Helpline advised that continuing to use the transmitter after the expected service life of 1 year may result in frequent loss of communication. Pump was used within 48 hours of the low. Smartguard was used at the time of the low. Pump is not returning for analysis. It was unknown whether the customer would continue the use of the device. No product return is required for mmt-1885.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.